Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2015. Revision of left shoulder components due to infection. The case report form indicates the event is definitely not related to devices. This event report was received through clinical data collection activities.

Event description:
Associated mfrs for this event: 1038671-2017-00283, 1038671-2017-00284, 1038671-2017-00285.

Manufacturer narrative:
There is no indication that there is a device related problem, there is no allegation against the device. The event of infection is greater than 3 months postop and it is highly unlikely to be related to the surgical procedure or devices. The most likely cause of the reported event is related to the underlying patient condition. It is noted in the IFU that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. General surgical risks include, superficial or deep infection and total joint surgical risk include soft tissue damage which may lead to a second surgical intervention or revision. This device is used for treatment not diagnosis.